Event description:
On (B)(6) 2014 our (B)(6) affiliate rec'd a call from a patient (pt.) Reporting having experienced an ocular event while wearing acuvue oasys contact lenses (cl). The pt was wearing the lenses on a daily wear schedule, and using renu lens care solution. The pt had previously worn acuvue 2 brand cl and was a new wearer of oasys brant contact lenses. The patient wore oasys for the first time on (B)(6) 2014 and after 5 days of use she experienced pain and burning ou. The pt saw an eye care professional the same day and was diagnosed with a "little cornea ulcer" os. The pt was treated "vypred" drops q2hrs x7 days and instructed to discontinue cl x7 days. After that time she wore the second pair of cl from same carton, and after two days of use, experienced pain and burning eyes again. On (B)(6) 2014 the pt returned to the doctor; the doctor prescribed "vypred" 12hrs x7 days and hyabak q2hrs x30 days. Corneal ulcer may or may not be a serious injury, due to the limited amount of info; the event is submitted as worst case.

Manufacturer narrative:
A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0026vr was manufactured under normal conditions. If add'l info is rec'd, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly management review meetings. Device labeling single use or reuse. Conclusions: no evaluation will be performed.